Event description:
It was reported that, doctor revised pt's right hip due to altr serum levels, cobalt 13, chrome 2.5. Joint fluid aspirate drawn but lab results not available at date of surgery.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.